Event description:
Facility alleges that while transferring a male pt from stretcher to wheelchair that the loop of the sling became detached from the sling bar and the pt fell to the floor. Pt has been cleared of any trauma.

Manufacturer narrative:
(B)(4). Instructions guide (B)(4) from the MFR, clearly states:- before lifting always make certain that: you have selected the correct type, size, material, and design of slings and accessories to safely meet the pt's needs; lifting accessories are not damaged; the lifting accessory is correctly applied to the lifting equipment; the lifting accessory is correctly and securely applied to the pt, so that no personal injury can occur; the sling's strap loops are correctly fastened to the slingbar hooks when the sling strap is extended, but before the pt is lifted from the underlying surface.